Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 1.5mm x 20mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another balloon. There were no patient complications reported.